Event description:
(B)(4). I gained 65 lbs lost most of my hair and started to look about 6 months pregnant about a year and a half after getting the essure. My periods became very heavy and painful and came twice a month. I got sores in my head and dandruff that felt like my scalp was on fire. I also starting having acne on my face.